Manufacturer narrative:
The event of "severe contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: severe contracture.

Event description:
Healthcare professional reported "severe contracture" baker grade - unknown. This is for the unknown side. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported "severe contracture" baker grade IV and rupture. This is for the left side. The device has been explanted.

Event description:
Healthcare professional reported "severe contracture" baker grade IV and rupture. This is for the left side. The device has been explanted.

Manufacturer narrative:
Rupture: observed an opening the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.